Manufacturer narrative:
H3: one device was received for evaluation. The service history review identified no previous repairs. During device evaluation, the error code 45140 which indicates an air -loop signal was identified. The error code was reset, and it did not recur. A uso/dso sensor calibration plus a performance verification test (pvt) were performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.

Event description:
The customer returned the product for missing a connector pin for the pca does button, during device analysis, error code 45140 was identified indicating an air problem. There was no reported patient involvement.